Manufacturer narrative:
The investigation of the reported complaint has been finalized. The compressor drainage valve was returned for investigation. No visual errors could be established from the visual inspection. Returned drainage valve was mounted in a compressor unit for testing. The problem could be reproduced, a leakage from the drainage valve could be established. The compressor was not able to supply the connected ventilator with enough compressed air to fulfill its specifications. The error is detected during start-up, the compressor and the connected ventilator will both generate alarms to alert the operator. The root cause to why the valve was leaking has not been established by this investigation.

Event description:
(B)(4).

Event description:
It was reported that the compressor generated low pressure alarms. There was no patient involvement. (B)(4).